Manufacturer narrative:
(B)(4)

Event description:
Evaluation summary: the device was returned to the manufacturing facility. The hypotube was kinked under the strain relief. Based on the evaluation of the device it appears the inflation lumen may have been inflated and ruptured. The inflation lumen material had detached proximal to the balloon bond along with a section of the distal tip material. The material was jagged and uneven at both detachment sites. One inner shaft marker and the distal tip had detached. The inner shaft was stretched. Cine image review: review of the procedural images confirm the presence of fibrotic stenosis at the lesion site and the tortuous nature of the lad. The images do not capture the delivery, inflation, rupture or removal of the nc sprinter device.

Event description:
Physician intended to use an nc sprinter balloon to treat a lesion in the lad vessel. A first post-dilation with the nc sprinter was performed without incident at 15 atm for 42 seconds. The second post-dilatation attempt was made 5 mm proximal from the first inflation and was performed at 14 atm for 40 seconds. It was reported that leakage of fluid was observed coming from the proximal portion of the balloon, indicating a proximal balloon burst had occurred. However, the distal end still showed contrast present, indicating that the balloon was still inflated. The balloon would not deflate. A new inflation device and syringe were used to pull negative pressure on the balloon; however, these did not help to deflate the balloon. The physician tugged on the balloon in an attempt to pull it to the guide catheter, but was unable to do so as the balloon was too large. The entire system (guide, balloon, wire) were retracted. The patient was stable with no indication of distress. After removal a tear was observed along the balloon and some material was missing noted to be missing. No abnormalities or material was seen in the artery via angiography or ivus. The guide and tuohy were then flushed, no material was found. The patient is reported to be fine and no clinical sequelae were reported.

Manufacturer narrative:
Results, conclusions: root cause could not be identified ¿ device not returned for evaluation, device or procedural images have not been received for review. (B)(4).

Manufacturer narrative:
Results: procedural related - device was inflated twice successfully prior to issue occurring. Conclusions: procedural related - device was inflated twice successfully prior to issue occurring.